Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. A getinge service territory manager (stm) was dispatched to the event site to evaluate the iabps in connection with the reported issue of multiple units emitting an iab disconnect alarm. The fse replaced the luer fitting on all pumps to the iab inlet on the condensation removal module to ensure there was no leaking from the fitting. The fse performed full functional checks on the iabp units; all checked ok. The unit was cleared for return to clinical service.

Event description:
The customer¿s biomedical engineer reported that that they had two (2) intra-aortic balloon pumps (iabp) on 2 different patients that gave multiple ¿iab disconnect¿ alarms. After each occurrence, they were unable to find the source/reason for the alarms. The biomed stated that this issue started right after preventive maintenances (pm) and software upgrades that were performed last week. There was no patient harm or adverse event reported.